Event description:
A healthcare worker experienced allergic symptoms (lips felt "funny," chest red and mottled, eyes irritated and red with a burning sensation) with use of the product. The healthcare worker was teaching the rns how to use their newly purchased automated endoscope reprocessors. No medical assistance was aought but an incident report was filed with the facility health office. It is uncertain if the area where the product is used is well-ventialted.